Event description:
It was reported an impaction head fractured during a procedure. However, no harm or serious injury were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of slight wear and tear with scratches, nicks and gouges on the handle of the impactor. The strike plate shows minimal signs of impaction. The poly tip of the impactor has fractured into 3 pieces and all the pieces have been returned with the device. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.